Manufacturer narrative:
(B)(4). Medical products - unknown stem p/n: unknown, l/n: unknown, therapy date: ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs have been filed for this event (reference 0001825034-2017-01949 & 01951).

Event description:
Patient has been indicated for revision of femoral head and acetabular cup due to an unknown reason. No revision has been reported to date. Attempts to obtain more information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The investigation has been finished and it does not effect the and conclusion reported earlier.